Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance. Per the patient's mother, the lead fracture could be visualized on CT scan. Later the mother reported that the stimulation feels different for the patient than how it used to feel. The mother states that the patient had to be hospitalized due to an increase in seizures with this visually fractured lead. The patient is noted to be referred for surgery. The suspect product remains implanted to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient underwent a full revision due to high impedance. The suspect product has not been returned to date. No other relevant information has been received to date.